Manufacturer narrative:
Investigation summary: the complaint device was received at supplier facility and evaluated. The complaint can be confirmed. Visual observation reveals that the distal tip was damaged and illumination fibers at distal tip were broken. The endoscope body is damaged/ scratched and the outer tube of the device was exchanged. Device mishandling is the possible root cause for the reported failure. A manufacturing record evaluation was performed for the finished device [product code: 242018, serial number: (B)(4)], and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a shoulder repair procedure the hd arthroscope/sinuscope was scratched. The case was completed with another like-device with no patient harm, but a one minute delay to switch the devices. The device is being returned for evaluation. This is report 1 of 1 for (B)(4).